Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the p''s history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs ipg is no longer holding a charge and its recharge burden has increased to every day. Subsequently, surgical intervention will be taken at a later date to address the issue.